Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 3 months due to prosthetic aortic valve endocarditis. Based on the op report, the patient presented with chills, fever and rigor. He had positive blood cultures and was found to have a rather massive perivalvular leak and unstable valve, severe aortic insufficiency, markedly depressed left ventricular function and ventricular dilatation and signs and symptoms consistent with congestive heart failure. At the time of the operative procedure, he was found to have an annular abscess almost circumferentially. The valve was dehisced over approximately 180 degrees of the valve. The tissue were friable and infected. The valve along with vegetations were sent for culture. The patient's annulus was debrided and he had a large annular abscess, particularly posteriorly. This was widely debrided to viable tissue. They had ventricular aortic discontinuity as well as a significant ventricular septal defect. This was all closed with implantation of a new [edwards] bioprosthetic valve. The patient tolerated this procedure well and had no complications.

Manufacturer narrative:
(B)(4) - vegetations. Device not returned. Unfortunately, the subject valve was not returned for analysis; therefore, the source of the reported endocarditis could not be investigated. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The surgeon has also confirmed that there was no device malfunction. No further actions are possible with the available information.